Manufacturer narrative:
A follow up urgent medical device recall (umdr) achc 20-05.b.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.b.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples. The customer contacted the siemens customer care center (ccc) to report that discordant, falsely elevated carbon dioxide (co2) and discordant falsely depressed creatinine (crea_2) test results were obtained on an atellica ch 930 instrument. In response to urgent field safety notice (ufsn) (achc 20-05b: potential for inaccurate results associated with atellica ch reaction cuvette segments for kit lots ending in "19" and above), the action taken was that a siemens cse (customer service engineer) went onsite and ran atellica ch co2_c assay in 300 replicates using co2_c calibrator material to determine if any of the reaction cuvette segments were impacted. After performing the test, the cse identified that two reaction cuvettes were affected (cuvette slots 83 and 84, both on segment e). The cse replaced the affected reaction cuvette segment which led to no additional discordant results. No further evaluation of the device was required. The results reported to siemens were obtained on the system prior to the customer receiving the ufsn. Mdrs 2432235-2020-00253 and 2432235-2020-00254 were filed for the same event.

Event description:
Discordant, falsely elevated cardon dioxide concentrated (co2_c) and falsely depressed creatinine (crea_2) results were obtained using an atellica ch 930 analyzer. A total of two discordant co2_c results were obtained and one discordant crea_2 result was obtained. One discordant co2_c result and the one discordant crea_2 result obtained were reported to the physician(s) and were not questioned. The remaining one discordant co2_c result was not reported to the physician(s). Repeat co2_c testing was performed with the same patient sample but on a different atellica ch 930 analyzer, resulting lower and as expected. The repeat results were reported to the physician(s) as the correct results. Repeat crea_2 testing was performed with the same patient sample but on a different atellica ch 930 analyzer, resulting higher. The repeat crea_2 result was not reported to the physician(s). It is unknown which crea_2 result the customer considered to be correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c and falsely depressed crea_2 results.